Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transection of the large bowel on a laparoscopic high anterior resection converted to hemicolectomy due to device unrelated reasons, after firing, the surgeon noticed a weird sound during knife blade retraction and opening of jaw. The reload could also not be moved to a neutral position even after pressing the up button for 3 seconds and more. The surgeon then noticed that the reload indicator in the handle turned yellow. To remove the device from the port, the surgeon detached the adapter from the handle and removed the entire port. Another device from another manufacturer was used to complete the case.

Manufacturer narrative:
Additional information: d10, g4, h3, h6. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Post market vigilance (pmv) led an evaluation of one signia powered handle. The reported condition was confirmed based on log files. The most likely root cause could not be confirmed based on the device. The investigation detected an unreported condition of a one wire error for bad cyclical redundancy check that has no relationship to the reported condition. Analysis of the system log noted a one wire error for bad cyclical redundancy check which caused the device to set to 0 remaining uses. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The root cause of the observed unreported condition was determined to be a result of a software issue. Improvements have been initiated to mitigate this condition. Additionally, the investigation detected an unreported condition of improper cleaning/preparation that has no relationship to the reported condition. There were cracks on the external handle housing, which are indicative of using the incorrect cleaning wipes. The product analysis noted evidence that the device was not used as intended. The root cause of the observed damage was misuse of the product. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transection of the large bowel on a laparoscopic high anterior resection converted to hemicolectomy due to device unrelated reasons, after firing, the surgeon noticed a weird sound during knife blade retraction and opening of jaw. The reload could also not be moved to a neutral position even after pressing the up button for three seconds and more. The surgeon then noticed that the reload indicator in the handle turned yellow. To remove the device from the port, the surgeon detached the adapter from the handle and removed the entire port. Another device from another manufacturer was used to complete the case.